Manufacturer narrative:
The lot number was provided; however, the device has not yet been returned to the manufacturer for evaluation. The investigation is currently underway.

Event description:
It was reported that during placement of an embolization coil in an aneurysm, the coil unexpectedly detached after 50% of the coil was been implanted. The coil was left in position and no additional intervention was performed. The patient is reported to be doing fine.